Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000172. A medtronic representative went to the site to test the equipment. Testing revealed that the electronics in the panel had failed. The detector panel was then replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an artifact of a black bar in the 2d image. There was no patient involvement. Additional information was received. It was reported that rad and fluoro gain calibration was completed, but there was no change.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed. The detector panel was installed into the test system. The system initialized; motion, generator, communication, and charging readied. Run rad and run gain calibration passed. 2d and 3d images passed. However, a bar artifact was seen in a 2d image and a ring artifact in 3d images. Analysis found that the reported event was related to a electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.